Event description:
The customer reported being sick for the past few days and went to see her doctor the day before. The customer stated that the doctor recommended increasing the basal rates. The customer stated that her glucose was about 200mg/dl all day and treated with a manual injection twenty minutes before calling. The customer then checked her blood glucose and it was reading 303 mg/dl. Advised the customer to contact her doctor or go to the emergency room to be treated. Instructed customer to call back for further questions or concerns. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.